Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified proximal left anterior descending artery. After pre-dilatation, a 3.00x12mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion even after several pre-dilatations. The physician found the stent struts were slightly lifted up after withdrawal. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element mr ous 3.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were identified. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and the mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severe calcified proximal left anterior descending artery. A 3.00x12mm promus element drug-eluting stent was pre-dilated for treatment but failed to cross the lesion. After dilated for several times, the stent still could not cross. The physician found the stent struts were slightly lifted up after withdrawal. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.